Event description:
It was reported that the handle on the vertical column lock on the 9800 system was borken. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was repaired during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.